Event description:
It was reported that prior to discharge after initial implantation, this right ventricular (rv) lead exhibited high pacing thresholds and reduced sensing. A lead repositioning procedure was performed. Approximately four days after the repositioning procedure, this lead was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported.

Event description:
It was reported that that prior to discharge after initial implantation, this right ventricular (rv) lead exhibited high pacing thresholds and reduced sensing. A lead repositioning procedure was performed. Approximately four days after the repositioning procedure, this lead was explanted and replaced due to loss of capture (loc). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.